Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the customer had experiencing high blood glucose levels. In the morning it was 551 mg/dl, she change her infusion set and by 9 am her blood glucose was 426 mg/dl. Customer had spoken to her doctor whom advised her to call in to ensure the device was functioning correctly. Current blood glucose was 355 mg/dl. Troubleshooting was performed and customer found a little air bubble in the tubing it was about half an inch wide. Manual prime was performed to purge the air out and no leaks were noted. The high pressure test was performed and the device passed. Customer was advised the device was functioning as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer is not returning the device for analysis.